Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose (bg) level read high, an exact value was not provided. A correction bolus was delivered via the pump to address high bg. Reportedly, the customer changed pump supplies to resolve the issue.